Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
Complainant reports that the pump stopped functioning after 5 minutes, no alarms sounded, and there was no message on the display screen. The pump was turned off, then reset and restarted the feeding. The problem remained the same. The pt did not miss any feeds.